Event description:
The customer reported that the system will not boot up correctly. No patient was involved. No procedure was being administered during the time of the event.

Manufacturer narrative:
The ge service rep booted the system 20 times. Each time the system booted correctly. He was unable to duplicate the issue.